Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. Programming change was made. Further programming changes in the next patient¿s follow up appointment were mentioned. The patient was stable.

Event description:
New information notes that the patient presented in-clinic for a follow up check on (B)(6) 2021. Upon review, the implantable cardioverter defibrillator exhibited post paced t wave over-sensing again. Programming changes were made on the device. No patient consequences.